Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: (B)(6) 2019: updated event description: on (B)(6) 2019, the patient underwent the surgery with the tfna long, an unknown mesh and the cable. The patient reported pain because of the broken of the nail. In (B)(6) 2019, the patient underwent the removal surgery of the nail, and the implant surgery of the artificial femoral head. Concomitant devices reported: unk - nail head elements: helical blade (part # unknown, lot # unknown, quantity # unknown). Unk - cable/wire (part # unknown, lot # unknown, quantity # unknown) tfna helical blade l95 tan. (Product code: 04.038.295s, lot number: h689732, quantity: 1). Lockscr ø5 l40 f/nails tan light green (product code: 04.005.530s, lot number: l834837, quantity: 1). Lockscr ø5 l38 f/nails tan light green (product code: 04.005.528s, lot number: l762942, quantity: 1). Tfna end cap extens. 0 tan (product code: 04.038.000s, lot number: 2l61988, quantity: 1). Cercl-cable w/crimp ø1.7 (product code: 611.105.01s, lot number: 1l96213, quantity: 1). Cercl-cable w/crimp ø1.7 (product code: 611.105.01s, lot number: 1l26994, quantity: 1). This complaint involves one (1) device. D4, d5, d6: updated info provided for reporting. H3, h4, h6: a review of the device history record. Device history lot: manufacturing location: monument; manufacturing date: 06-jan-2017; expiration date: 01-dec-2026; part number: 04.037.225s, 12mm/125 deg ti cann tfna 340mm/left- sterile; lot number: h264514 (sterile); lot quantity: 4. One piece was scrapped in cell at op #20, mill ID, after a tooling issue. One piece was scrapped in cell at op #30, gundrill, for a runout failure. The remainder of the lot was 100% inspected for these features and determined to be acceptable, however, an uneven wall thickness (runout) could potentially contribute to the reported complaint condition. Work order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, in-process/inspect dimensional/final met all inspection accept met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ab was reviewed and determined to be conforming. Scn 13309 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree, tfna, bp55; lot number: l188435 quantity 3 / l188444 quantity 1; lot quantity: 82 / 92 (174 total); work order travelers met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55; lot number: 9937553; lot quantity: 1,000; work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated 23-mar-2016 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58; lot number: h230347; lot quantity: 80; work order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev d met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80; lot number: h127983; lot quantity: 1,158 lbs. Certified test report supplied by perryman company dated 20-apr-2016 and certificate of analysis supplied to perryman by metalwerks pmb inc. Dated 29-jan-2016 were reviewed and determined to be conforming. Lot summary report dated 23-jun-2016 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. 22-oct-2019: DHR reviewed, this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary complaint is confirmed as we are able to confirm complaint description (nail breakage) based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
11/5/2019: updated event description: on (B)(6) 2019, the patient underwent the surgery with the tfna long, an unknown mesh and the cable. The patient reported pain because of the broken of the nail. In (B)(6) 2019, the patient underwent the removal surgery of the nail, and the implant surgery of the artificial femoral head. Concomitant devices reported: unk - nail head elements: helical blade (part # unknown, lot # unknown, quantity # unknown). Unk - cable/wire (part # unknown, lot # unknown, quantity # unknown). Tfna helical blade l95 tan. (Product code: 04.038.295s, lot number: h689732, quantity: 1). Lockscr ø5 l40 f/nails tan light green. (Product code: 04.005.530s, lot number: l834837, quantity: 1). Lockscr ø5 l38 f/nails tan light green. (Product code: 04.005.528s, lot number: l762942, quantity: 1). Tfna end cap extens. 0 tan. (Product code: 04.038.000s, lot number: 2l61988, quantity: 1). Cercl-cable w/crimp ø1.7. (Product code: 611.105.01s, lot number: 1l96213, quantity: 1). Cercl-cable w/crimp ø1.7. (Product code: 611.105.01s, lot number: 1l26994, quantity: 1). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: g4: awareness date reported on follow up 1 report as (B)(6) 2019 but should have been (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection of the returned nail revealed the device broke at the head-element hole. Drill marks were noted to the anterior, distal quadrant of the lateral aperture of the hole. A drill skive-mark was noted to the outer surface above the head-element hole. No other damage was noted to the balance of the device aside from cosmetic wear consistent with implantation and explantation. The device failure was identified; the complaint was confirmed. There were no issues were discovered during investigation with the returned concomitant devices. Dimensional inspection: specification: proximal shaft diameter, outer diameter: 15.66mm +/-0.1. Measured: proximal to break: 15.66mm. Result: conforming. The inner diameter near the head-element hole feature could not be measured due to the received broken condition. Document/specification review: the following drawings were reviewed (manufactured-to and current); top level. Nai. No design issues were noted during investigation. Conclusion the complaint was confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent an open reduction internal fixation surgery for subtrochanteric femoral fracture with an unknown nail. On an unknown date, the hospital confirmed that the nail had been broken. There was no surgical delay. The patient will undergo revision surgery to remove the nail and bipolar hemi-arthroplasty (bha) on an unknown date. Concomitant device reported: unk - nail head elements: helical blade (part # unknown, lot # unknown, quantity # unknown). Unk - cable/wire (part # unknown, lot # unknown, quantity # unknown). Tfna helical blade l95 tan (product code: 04.038.295s, lot number: h689732, quantity: 1). Lockscr 5 l40 f/nails tan light green (product code: 04.005.530s, lot number: l834837, quantity: 1). Lockscr 5 l38 f/nails tan light green (product code: 04.005.528s, lot number: l762942, quantity: 1). Tfna end cap extens. 0 tan (product code: 04.038.000s, lot number: 2l61988, quantity: 1). Cercl-cable w/crimp 1.7 (product code: 611.105.01s, lot number: 1l96213, quantity: 1). Cercl-cable w/crimp 1.7 (product code: 611.105.01s, lot number: 1l26994, quantity: 1). This report is for one (1) tfna fem nail 12 le 125° l340 timo15. This is report 1of 1 for (B)(4).